Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion in the anterior tibial artery (ata), a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Angiographic image revealed that the lesion was dilated. The device was completely removed from the patient's body and a 200x15cm coyote es balloon catheter was then selected for additional dilatation. The procedure was completed after confirming blood flow recovery. No patient complications were reported and the patient's status was good.